Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient developed a post-operative seroma over the implant site. The patient was treated with antibiotics and steroids; however, the issue could not be resolved, resulting in an extrusion of the implanted device. Subsequently, the device was explanted on (B)(6) 2018. The electrode array was left insitu to preserve the cochlea for future implantation. The patient was implanted with another cochlear device during the same surgery on the contralateral side.